Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It has been reported that universal zimmer/hudson reamer attachment 250 rpm serial number (B)(4) was noisy and that there was some rust on it. No pt harm and delay of surgery reported.